Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were replaced. Upon explant, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a leak in the kink resistant tubing (krt) between the window quick connectors; however, this was consistent with sharp instrument damage likely occurring during explant. The second cylinder passed the leak test performed. The pump was visually and microscopically examined. It was seen that the tubing had been cut down to the pump block and not returned. No leaks were identified; however, under the microscope it was noted that the component had been contaminated. The pump was not functionally tested due to this contamination. Based on the information available and analysis results, the reported allegation of a crack in the tubing could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were replaced. Upon explant, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. There were no patient complications.